Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Additional product code: mqn. Device is an instrument and is not implanted/explanted. (B)(4). Device history records was conducted. The report indicates that the: sd900.009 - me15ononad manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 07.jul.2015, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Mfg. Could not confirm exactly how this complaint occurred, as no material received., therefore the investigation summary could not be performed because product was not returned. No further information was available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an orthognathic procedure took place. It was stated that the splint was either warped from hospital or was midline off centre. The surgeon proceeded free hand (without guidance of splint) to complete the case. Patient had no complications. The proplan maxilla splint was incorrect, the dr unable to use as a guide for the surgery. Dr. Un-scrubbed and surgery delayed, unable to use the guide, there was a 20 minutes delay in surgery because a spare device was not available at the time to complete the procedure. This report is 1 of 1 for (B)(4).